Event description:
On (B)(6) 2015 the reporter contacted animas to obtain pump supplies, and mentioned that the patient was in the hospital at the time of the call. Additional information was not provided. It is unclear at this time if the alleged hospitalization was related to blood glucose issues or not, and if there was any issue with the pump. Customer technical support made attempts to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being ruled out based on the allegation that the patient experienced hospitalization for unknown reasons and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.